Manufacturer narrative:
Upon completion of the investigation it was noted that the images were taken of the ¿as received¿ valve. The position of the cam when valve was received was at setting 1. The valve was hydrated for about 25 hours. The valve was visually inspected: and confirms the tear in the silicone housing. A small cut was also noted in the silicone housing. Review of the history device records was not possible as the lot number was unknown. The root cause to the tear in the silicone housing could be due to the user. As noted in the IFU silicone has a low tear / cut resistance. Per hhe, it has been concluded that silicone housing tears are not design related, in order for the housing tear to occur the user has to compromise the silicone through a nick or tear in order for the event to occur. Validation testing demonstrates a robust design. Testing has shown that if the silicone housing has been compromised, a housing tear is likely to occur. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
The device was implanted via v-p shunt to a (B)(6) female with cerebral aneurysm after the first valve (82-8805) was removed on (B)(6) 2016 due to flow issue and infection. About one or two months after implantation, a leak from the connection part between the valve and the siphon guard was found by contrast radiography. The surgeon suspected breakage and replaced the device on (B)(6) 2016. The patient is currently being monitored. The surgeon requested to investigate the cause of the breakage. Per affiliate: "lot # : ctlb0k or ctlb55 or cvbch9 or cvbbbf."